Event description:
Customer reports that she received results of 11mg/dl and 169mg/dl on the same device back to back. No action was reportedly taken based on device results. No adverse event reported and no treatment received. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.